Event description:
It was reported that upon opening the implant, it was observed that the implant had a hair in the inner packaging. The implant was not in the sterile field. Another implant was used to complete the surgery.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.